Event description:
It was reported that the both devices are defective and they wobble. There was no harm for patient, operator or third party. There was no case involvement reported. No further information received. Update, khe, (B)(6) 2024. Receive further information. It was reported that the machine runs irregularly from the saw blade during use. Per complaint reporter there was no harm for patient, operator or third party. Update, khe, (B)(6) 2024. Further information received. The event occurred during a repositioning osteotomy femur. No piece broke off inside the patient. The surgery was finished successfully with the claimed device. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The reported event was confirmed. The manufacturer evaluation revealed the driver is broken off. Ar-400: the driver of the ar-400 is broken. This known issue has already been resolved with an appropriate corrective measure. The driver was reinforced with a ring (assembly 775770, index 00). Ar-400sag: the attachment was disassembled to allow for a more detailed analysis. The cause of the failure of the saw attachment is a broken claw (part 5).